Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door failed and showing as maintenance required. A field service engineer replaced the latch and checked connections, wires and alignment to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, tower door failed and showing as maintenance required. The customer stated that there was a delay in in dispensing medication, but no patient harm reported. There were no adverse events or injuries reported based on this event.